Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported migration appears to be related to challenging patient anatomy (short posterior leaflet in medial commissure). The reported poor imaging is due to procedural conditions (previously implanted carillon device). The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4, short posterior mitral leaflet, and rotated heart. A mitraclip ntw was inserted and deployed on the mitral valve. However, difficulties visualizing the clip occurred and post deployment, the clip partially detached from the anterior mitral leaflet and remained attached to the posterior mitral leaflet (partial clip movement). To stabilize the partially detached clip, a mitraclip xtw was inserted without issues. However, while in the mitral valve, it was observed that one gripper was not functioning as intended. Troubleshooting was performed, but the issue was unable to be resolved. Therefore, the clip was removed and replaced. While outside the patient, the clip was tested, but the issue was not resolved. One clip was then deployed, reducing the mr to a grade of 1-2. There was no significant delay in the procedure.